Event description:
It was reported in (B)(6) 2011 that due to the patient losing 95 lbs, her device was creating pain in the area of the groin, down the leg, stomach, and causing issues with urination. The patient was seen on (B)(6), 2011 because the pump was loose in the pocket. The patient had 'lost a lot of weight and it started moving around and causing pain.' The patient had a pump pocket revision and was seen again on (B)(6) 2011 for a post-operation appointment at which point the patient was 'fine and receiving effective therapy.' No further information was provided. A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the pump was used to deliver fentanyl, clonidine, bupivacaine and dilaudid.

Event description:
Additional information received reported that the patient¿s pump was moved because it had migrated down to her groin. Patient lost 100lbs and the pump became unstitched and it flopped forward.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).